Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device was unable to discharge and displayed an error message. The clinician was unable to recall what message was seen. Complainant indicated that the clinician obtained another device to continue treating the pt using the same set of electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The biomed reviewed the device history file and found several occurrences of a "poor pad contact" message in the log.